Event description:
It was reported that cartridge leaked insulin from o-ring area near bottom of cartridge by pneumatic tap port during off-pump filling, and issue occurred one time with 260 units of insulin loaded and product lot number unavailable. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and requested replacement infusion sets due to troubleshooting, while no additional resolution details were provided.